Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; early and late outcome of common iliac aneurysms treated by flared limbs or iliac branch devices during endovascular aortic repair rodolfo pini, md, gianluca faggioli, md, giuseppe indelicato, md, enrico gallitto, md, chiara mascoli, md, andrea stella, md, and mauro gargiulo, md j vasc interv radiol 2019; 30:503¿510 https://doi.org/10.1016/j.jvir.2018.10.024; exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were used in the endovascular treatments of patients for common iliac artery aneurysms. The following events were reported; malfunctions; type ib endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the ja author that none of the events in this article were related to mdt devices.